Event description:
A high drain error 101 alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2012 14:24:18 during night drain cycle one. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. No additional information is available.

Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume (high drain error 101) event was identified. However, the root cause of the reported issue cannot be determined from the available information. Should additional relevant information become available, a supplemental report will be submitted.